Manufacturer narrative:
(B)(4).

Event description:
It was reported that after a pump replacement (see manufacturer report # 3007566237-2014-01320) the patient was out of medication and baclofen tablets were prescribed. The patient stated that the ¿tablets did not the same effect as the injection¿ (drug ineffective), her body ¿looked like a pudding¿ (asthenia) and her legs were very weak/muscular weakness. She then did not get any tablets and went into a coma again on (B)(6) 2014 but she was not hospitalized. The patient also reported that she was baclofen dependent (drug dependence). Treatment with baclofen was restarted fifteen days before this report (formulation unknown). The outcome of the event ¿tablets did not the same effect¿ (lack of drug effect) and baclofen dependent (drug dependence) was not reported and for the other event it was reported as complete recovered. Seriousness and causality were not provided. This device system delivered baclofen. It was also reported that upon follow-up on april 9, 2014 the patient could not move her legs (movement disorder). The outcome of the event for the ¿could not move her legs¿ was also not reported.